Event description:
It was reported by service report that the siderail on the left side at the footend of the stretcher was broken and would not lock in the up position. The customer could not determine whether there was pt involvement or adverse consequences occurred.